Manufacturer narrative:
The lead will not be returned for testing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements one day post implant. Additionally, the patient experienced discomfort and very nearly intercostal pacing. A revision procedure was performed and the lead was removed from service and replaced. No additional adverse patient effects were reported.